Manufacturer narrative:
An investigation was performed using visual and stereo microscope inspection of the plate returned. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. The device history records could not be reviewed since no lot number was provided. The results of the investigation conclude that the root cause for the breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Patient's thoracic plate broke near the xiphoid and was explanted. The other implanted plates remained intact and allowed for healing. Patient presented co pain and rubbing.